Manufacturer narrative:
Unit received with blank display. Unable to perform active current measurement, sleep current measurement, or self test due to blank display. Unable to download unit using thus due to blank display. Pump was cut open to perform a visual inspection and found moisture damage on pcba1, force sensor, and j7 connector. Test p-cap locked in place properly during testing. The following damages were noted: corroded battery tube, battery tube threads - cracked, cracked case-corner of belt clip rails, cracked keypad overlay, pillowing keypad overlay, and scratched case. In summary, unable to confirm failed batt test due to blank display. Blank display confirmed due to moisture damage. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced failed battery test. The customer reported no adverse event. The event involved product(s) mmt-1780kl. Troubleshooting was performed for battery failed alarm. No damage was reported on battery cap contacts or battery compartment. Customer continued to receive battery failed alarms after inserting new batteries, restarting pump, and using a replacement battery cap. No harm requiring medical intervention was reported. Mmt-1780kl was requested and customer response was the device will be returned.